Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the right ventricular (rv) lead exhibited high/undefined rv coil impedance. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood. The overlay tubing of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. The analyst noted all electrical testing was within specified parameters. There was found 2 cuts on the overlay tubing at 24.5 cm at from the pin. The overlay tubing is an extra layer, and it 's not contributed to the electrical complaints because no multi-lumen tubing damage was observed. If information is provided in the future, a supplemental report will be issued.